Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient checks their heart rate several times during the day and the normal rate is in the 80's. Recently, the rate has been dropping into the 50's and 60's and then back to the 80's. Follow-up was conducted to obtain information on the patient and whether the episodes are device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.